Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high capture threshold measurements due to a suspected dislodgment. A new device was implanted. No additional patient effects were reported. The device is expected to return for analysis.